Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on 22-jun-2024. Patient reported that the occlusion was in the tubing. No further information was available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.